Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the left ventricular lead exhibited a loss of capture. The patient was admitted to the hospital and the lead was imaged which revealed the lead had dislodged. On (B)(6) 2016 the lead was successfully explanted and replaced. The patient was in stable condition and would continue to be monitored.